Event description:
Customer reported receiving no delivery alarms while attempting to fill her tubing. She also stated the numbers on her insulin pump was ramping and skipping. The customer's blood glucose was 400 mg/dl. The customer has treated her blood glucose with the insulin pump. Troubleshooting found insulin was able to exit without a plunger push. The customer also reported a no delivery alarm did not occur after a manual prime. Customer was advised the insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).